Event description:
It was reported that the patient experienced ventricular tachycardia (vt) and the implantable cardioverter defibrillator (ICD) failed to successfully convert the rhythm twice. The vt was converted by the device using a third 896 volt shock. Additionally, noise oversensing was noted on the right atrial (ra) lead. The physician explanted and replaced the ra lead and ICD. The patient condition was stable.